Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube"), uterine perforation ("uterine perforation"), pelvic pain ("pain") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2016 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included seizures in 2005, migraine, breast cancer, epilepsy, trauma, blood in urine, shortness of breath, coughing, vomiting, urination pain, heartbeats skipped, pneumonia, trauma, hemothorax, vertigo and burning sensation. Previously administered products included for an unreported indication: dilantin and tegretol. Concurrent conditions included antepartum hemorrhage, gestational diabetes, postpartum hemorrhage, pulmonary embolus, anemia, c-section, iron deficiency, skin rash, hives, upper respiratory disorder, flank pain, constipation, dizziness, hepatitis b, ear pain, abdominal bloating, allergy to vaccine, numbness, ovarian cyst, anesthesia, transfusion and chills. Concomitant products included acetylsalicylic acid (aspirin), axotal (fioricet), beta-lactamase sensitive penicillins (penicillin), butalbital, caffeine, codeine phosphate, meloxicam, paracetamol (acetaminophen), sumatriptan, topiramate (topamax), topiramate (topamax) and vicodin. In 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). In 2013, the patient experienced rosacea ("rashesh or skin conditions- type rosacea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain upper ("pain in my stomach area like cramps"). The patient was treated with surgery (surgical removal of coil), surgery (surgical removal of coil) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, seizure, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, urinary tract infection, migraine, headache, nausea, vaginal discharge, weight increased, abdominal pain upper and rosacea outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, rosacea, seizure, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion & removal dates. Insertion dates: 2008 & (B)(6) 2009 patient with iud or eesure coil perforated. Removal dates: (B)(6) 2017 & 2016 removal dates: 2016 & diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Concomitant condition and medication added. Historical condition added. Following event: uterine perforation, perforated fallopian tube were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2016 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included seizures in 2005, migraine and breast cancer. Concomitant products included meloxicam, sumatriptan and topiramate (topamax). In 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). In 2013, the patient experienced rosacea ("rashes or skin conditions- type rosacea"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain upper ("pain in my stomach area like cramps"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, urinary tract infection, migraine, headache, nausea, vaginal discharge, weight increased, abdominal pain upper and rosacea outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, rosacea, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion & removal dates. Insertion dates: 2008 & jun-2009 removal dates: (B)(6) 2017 & 2016 removal dates: 2016 & diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, bladder problem, urinary problem, dysmenorrhea, failure to occlude,urinary tract infection, migraines / headaches; nausea, seizures, vaginal discharge and weight gain & abdominal pain lower , device monitoring procedure not performed. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.